Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that during an impedance check of the patient¿s implantable neurostimulator (ins) it was confirmed that impedances were high on electrodes #3-7. It was noted that the patient was programmed using electrodes 0-2. The patient stated that they were receiving uncomfortable stimulation in their stomach and rib areas. Their physician discussed with the patient the possibility of revising their single lead. There was no further information updates at the time of report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).